Event description:
As reported, the plug of the 7f exoseal vascular closure device (vcd) could not be released. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.